Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via a merlin.net transmission showing multiple episodes of non-sustained right ventricular oversensing. The patient was brought into the clinic for further evaluations on (B)(6) 2019. Upon review, loss of capture was observed on the right ventricular (rv) lead. R-wave sensing was also decreased. The patient was immediately admitted to the hospital and scheduled for a lead revision. Cardiac echocardiography and CT scan confirmed rv lead perforation. The lead was successfully explanted and replaced. The patient was stable throughout the event and was discharged.